Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 36 mg/dl - 70 mg/dl. No symptoms were reported at the time of the incident. The customer was treated for the low blood glucose with food. The customer reported recently changing the infusion set. Troubleshooting was provided and was advised to monitor the insulin pump and their blood glucose. The customer reported changing setting with their primary healthcare provider. The customer did not have the auto mode feature activated at the time of the incident. The insulin pump will not return for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches.